Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted. Additional information indicates that the system will not be returned as it was kept by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.